Event description:
Ion was performed at time of surgery. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.